Event description:
During the procedure, staff noted smoke coming from machine, which was immediately shut off and disconnected from patient. A different rapid infuser was obtained and the case continued without further incident from the replacement.